Event description:
The customer reported the discovery of a bent leaking probe. The customer indicates that the discovery was made while addressing numerous lld errors. While retrying the lld, the customer observed the probe leak into reagent vials. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the site replaced the necessary components and performed adjustments to return the analyzer to expected operation. This customer has not logged any complaints regarding this issue since this incident.